Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an internal problem in the display system. No patient involvement / harm.